Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited atrial undersensing due to intrinsic atrial signals falling into cross chamber blanking. As a result, atrial tachy response (atr) episodes ended due to inappropriate mode switching. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p system remains in service. No adverse patient effects were reported.